Manufacturer narrative:
No frozen screen noted. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify critical pump error 35 alarm and download file history due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1/ pcba2/battery connector. Swapping out test boards confirms display anomaly is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, stained keypad overlay, cracked case (battery tube), cracked battery tube threads, cracked case corner of belt clip rail, label damage. Serial number label missing. Frozen screen not confirmed. Unable to confirm critical pump error (open book image) 35 alarm and unable to download history files and traces due to flashing medtronic logo on the display. Flashing medtronic logo, problem isolated to pcba2 and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack around battery compartment and received pump error 35 (mechanical problem). The customer was also reported frozen screen and no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886l was requested and customer response was the device will be returned.